Manufacturer narrative:
Pump was received with blank display due to corroded battery tube. Unable to verify motor error alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.